Manufacturer narrative:
(B)(4). Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider. The reported complaint could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. The ventilator was not on a patient at the time of the event. The evaluation and repair of the device is yet to be completed.